Event description:
First pump (B)(6) 2007 malfunctioned and replaced (B)(6) 2013. This third was replaced (B)(6) 2014. Now this 3rd medtronic drug infusion system motor is stalling and not delivering the prescription dosage, causing paralyzing pain and drug withdrawal. From the first scheduled refilled there was volume discrepancies that have continued to increase to over 50% of the prescribed drug not being delivered. Pump study at ((B)(6) 2016) full medical records can be found at (B)(6) from 2006 to current.